Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to flow sensor issue. There was no harm or injury reported. The ventilator was evaluated by third party service center. The device evaluation is still ongoing, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device was evaluated by a third party service center.